Event description:
Event description cpi received information that this bipolar endocardial lead (4261) was capped during an implantable cardioverter defibrillator (ICD) replacement procedure, due to a suspected lead fracture. A new lead (4269) was implanted with the patient's new pacemaker.